Event description:
Additional information was obtained. A replacement procedure was performed. This device was successfully removed, replaced and returned for analysis. There was concern that the device battery had experienced a rapid battery depletion due to an increased charge tim from eight to twenty seconds. Visual observation revealed the leads were reversed in the device header. The connections were properly reseated into the header and remain implanted. No adverse patient symptoms were experienced due to the reported observations.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt of additional information, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed oversensing. It was thought this was due to external electromagnetic interference (emi). As this device is close to elective replacement indicator (eri), a replacement procedure is intended in the near future. All measurements were normal and no inappropriate shocks had been delivered as a result of the oversensing. An internal technical service consultant was contacted. After reviewing the electrograms, it was though the high voltage leads are reversed in the device header. When the high voltage leads are reversed, the device is sensing between distal coil/can and proximal coil and myopotentials from the pectoral muscles may be picked up on the shock channels and amplified. Emi could not be ruled out. Verification of the connection was recommended during the replacement procedure. No adverse patient effects were reported.